Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a shoulder repair procedure the needle tip broke while being inserted into the tissue. There was a 2 mm fragment missing from the tip. When this was discovered the doctor searched for it but it was not located. An x-ray was taken after the case and it was confirmed the fragment is still inside the patient. The case was completed successfully with no further issues and a minor delay and there are no plans at this time to have the fragment removed.